Manufacturer narrative:
Occupation: non-healthcare professional. A product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. We could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all tri-tome pc protectors are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure , the physician used a cook tri-tome pc protector. It was observed during catheterization [cannulation] in the endoscopic retrograde cholangio-pancreatography procedure that the papillotome tri-25m-p cut-off was reversed [incorrect cutting wire orientation]. The guidewire was not in position between 11am. The papillotome was replaced by another device with the correct orientation. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.